Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump up button was not responding. Customer's blood glucose level was unknown. Customer also stated that the insulin pump time advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent up button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. No frozen screen noted during test and time clock advances properly. Pump received with broken battery tube threads.